Manufacturer narrative:
The patient experienced a peritonitis event during the last weekend of (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with cefazolin (dose, route, frequency, duration unknown) as well as one dose of vancomycin (dose, route unknown). The patient's pd catheter was replaced as part of the treatment for peritonitis. The patient recovered from the peritonitis event and continues to perform pd therapy. No additional information is available.